Event description:
It was reported that (1) device was used during a laparoscopic gastrectomy (sub-total). It was reported by the affiliate that the tsb35 instrument jaw would not open (could finally remove from pt). Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.